Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized due to another indication and cloudy effluent. The patient was treated with injection vancomycin (1gm, stat, intraperitoneal, one dose) and injection meropenem (1gm, once a day, intraperitoneal, for three days). On an unknown date, the meropenem was changed to 1g, twice a day, intravenous and injection amikacin (125mg, once a day, intraperitoneal) and injection targocid (unknown dose, once a day, intravenous) was added for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.